Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 78mm abdominal aortic aneurysm. Vessel morphology was reported as the diameter of the upper proximal neck is 20mm and the diameter of the aneurysm entry is 32mm. The proximal neck length is 16mm. Neck angle was noted as 80 degrees and reversed taper. During a post-operative follow up, a CT revealed a type ia endoleak. The physician attributed the cause due to the short and severely angulated proximal neck. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4). Eval, conclusion: off label-unapproved or contraindicated use of device (aortic neck greater than 60 degree). (B)(4).